Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to rising pacing impedance, indicating lead fracture. This lead was replaced. No additional adverse patient effects.